Event description:
It was reported by the patient that he underwent an indirect femoral hernia repair on (B)(6) 2008 and mesh was implanted. Since the surgery the patient has experienced pain that has gotten progressively worse. The patient states that the pain is so severe he/she is unable to perform his daily activities of living. The surgeon stated that the mesh is attached to scar tissue and cannot be removed

Manufacturer narrative:
(B)(4). Pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).